Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that noise was observed on the atrial lead during the implant attempt. The lead was removed and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). (B)(4) failure (event) observed during analysis. Final analysis found medical adhesive on the distal ring electrode which may have caused the reported noise.